Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in south africa. It was reported that, the patient faced insulin flow block alarm event on (B)(6) 2025. The blockage was at tubing. Patient had high blood glucose levels of 21mmol/l and was treated with correction bolus via pump. Patient replaced infusion set and resumed insulin successfully. No further information available.